Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suction aid worked properly during a pre-use check. However, after a few days in use, it was reported the device cuff leaked air. It was also noted the patient's artificial respirator of an unknown brand issued an alarm during the leakage. No adverse patient effects were reported.

Manufacturer narrative:
One blue line ultra tracheostomy (trach) tube was returned for analysis in used condition. No discrepancies were noted upon visual examination. Leak test was performed by inflating the cuff while submerged under water; leak was observed coming from the samples cuff. Relevant documents and manufacturing process were reviewed and deemed adequate. The cuff assembly operation and the inflation line assembly operation were reviewed; no discrepancies were found. Inflation test was audited during thirty two (32) units with no deflated cuffs were detected. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.